Manufacturer narrative:
Expiration date: 2/8/2014.manufacturing date: 2/8/2013.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported on the patient's post op day one, that an amo intraocular lens was implanted which had to be removed. Further details indicated a superior haptic skewed off and retained in the injector during injection of the lens. The lens was displaced post operatively. The lens was found to be displaced on the first (1st) day post op and the patient was complaining of edge effects/disturbance. The lens was explanted after approximately one (1) week due to a sheared haptic. The lens was explanted on (B)(6) 2013. The incision size was enlarged to 6mm to avoid cutting the lens. The removal and replacement was successful. Because there was an enlarged 6mm incision, the surgeon added three (3) sutures to the eye.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The prefill syringe and intraocular lens (iol) were received for visual inspection. The iol had one broken haptic, debris and fibers. Syringe has been used and appears to have evidence of viscoelastic in the cartridge. The lens had one detached (broken) haptic. Regarding the delivery system, no insertion system assembly error, broken components, or defective cartridge were identified. Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) due to detached haptic was reported. All pertinent information available to the manufacturer has been submitted.